Event description:
It was reported that the pt underwent implant of spinal instrumentation from l5-s1. Sometime post-op, the rods broke. The pt underwent revision surgery. The rods and four screws were removed. No replacement hardware was used.

Manufacturer narrative:
The product was returned for eval. One rod appears to be bent; the bumper is still fully attached. Visual and optical examination revealed no indication of mechanical failure or cable fracture of the implants. A review of the device history records did not identify any applicable nonconformance to specification.